Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the unit had fluid inside. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper case, lower case, lead flex cover, printed circuit board (pcb) screws, board connector cables, liquid crystal display (lcd), battery flex, and heart lead flex were corroded, one side bail cover was broken, one side bail was missing, the encoder flex was broken and the battery drawer was contaminated.